Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06072. It was reported the patient's ipg was inoperable due to the patient not charging. It was also reported the patient's lead had migrated. The patient underwent revision surgery on (B)(6) 2014 where his ipg was replaced with a new one and his lead was repositioned. The patient is now receiving effective stimulation.